Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name: micra product ID: mdt-tps-delsys serial: unknown. D9: no. This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/83 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. The date of death is not available at the time of this report as there is no indication of specific serial number/patient information. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: comparison of readmission outcomes and complications between leadless and traditional transvenous pacemakers in older adults: a nationwide readmission analysis of 49852 admission events. Europace. 2025. 27, euaf268. Doi: 10.1093/europace/euaf268. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding outcomes and complications following leadless implantable pulse generator (ipg) versus transvenous ipg implantation in older adults. The authors described patient deaths with both types of devices; however, the causes of death were unknown and described as in-hospital mortality. There were patients in both groups who experienced pericardial complications which included pericardial effusion, hemopericardium, cardiac tamponade, with some patients requiring pericardiocentesis. Patients also experienced postoperative shock, pneumothorax, vascular complications which included postoperative bleeding/hematoma, postoperative anemia, accidental puncture, arteriovenous fistula, or vascular pseudoaneurysm. There were device or lead-related complications such as revision or replacements for unknown reasons, hemorrhage, stenosis, device thrombus, or infection. The status of the devices and leads is unknown. No additional adverse patient effects or product performance issues were reported.